Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the an alert was received due to the cardiac resynchronization therapy defibrillator (crt-d) delivering shocks and right ventricular (rv) lead oversensing was suspected. It was later determined that the patient had passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the patient cause of death was sudden cardiac death and they suspected a ruptured abdominal aortic aneurysm or respiratory arrest due to severe chronic obstructive pulmonary disease and cerebrovascular accident (cva). The device had be checked 3 days before the alert was received and the device was functioning normally. The physician did not suspect that the device system contributed to the patient death.